Event description:
It was reported, the patient's scs system was scheduled for explant due to ineffective stimulation and discomfort at the implant site. Follow-up identified the patient had also developed new back pain due to the ineffective stimulation issue. It was also reported the system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.